Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed multiple replace battery alarms. The battery compartment was intact. There was no evidence of moisture contamination found inside battery compartment. The battery cap is unable to fully tighten due to damaged cap threads. A power loss was observed. The pump case was removed and evidence of moisture contamination found inside pump. Investigators were unable to duplicate excessive battery usage or alarms. There was moisture in the pump and a damaged battery cap. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery cap is unable to fully tighten due to damaged cap threads. This report is made based on results of investigation completed on (B)(4) 2013.